Manufacturer narrative:
Correction: e1.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and loss of capture. As received a complete lead was returned in one piece. The helix mechanism issue was confirmed and the reported event of loss of capture was not confirmed. Visual examination found the helix retracted and clogged with blood and tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. After cleaning, the helix was able to fully be extended and retracted, with the extension length measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that an increase in capture threshold was observed on the right ventricular (rv) lead. Microdislodgement was alleged but was not confirmed. During a revision procedure, the helix was unable to retract. The rv lead was explanted and replaced to resolve event. The patient was stable.